Event description:
A 5.0mm diameter x 17mm length medtronic ave extra support biliary plus stent system was inserted for treatment of a target lesion in a severely calcified, very angulated right renal artery. It was not possible to cross the target lesion, however, during the attempt to cross the target lesion, the stent expanded and dislodged from the stent delivery system balloon. The dislodged stent was then stented with another medtronic/ave extra support biliary plus stent. There were no add'l clinical sequelae reported relative to the event and the device has not been returned for eval.